Event description:
As reported by the physician, during the deployment of an angio-seal device, long bands occurred in the confirmation step. A tech instructed him to re-advance and as a result he deployed collagen in the vessel. The suture was cut and the device migrated into the popliteal artery. He called sjm and spoke to a rep of clinical info service, who advised him to use a snare or embolectomy catheter to retrieve the device, or send the pt to surgery for removal if the other two modalities were unsuccessful. Approx 2-hours post embolization, the physician called to report they had successfully retrieved the device. However, the method used was not provided despite attempts to confirm the removal process during investigation.